Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version#: 2.1.0. H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0907 - unable to register a patient a0908 - registration trace points were not accurate medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were unable to register a patient and the registration trace points were not accurate in the software relative to real space. Technical services (ts) facetimed the site to see that the points were being collected, but were showing up on the wrong anatomical spots in the software. Ts noted that the patient images did not include the top of the patient head but the non-invasive patient tracker was placed high on the forehead. Ts had site move the patient tracker in between the eyebrows of the patient and attempt to collect more trace points. Points then appeared accurate and 1.8mm accuracy was achieved. Issue was resolved. There was no delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6; the software was returned to the manufacturer for analysis. From the description observed that site was unable to register a patient. Also, from case comments observed that "ts had site move the patient tracker in between the eyebrows of the patient and attempt to collect more trace points, points then appeared accurate and 1.8mm accuracy was achieved. Issue was resolved.". Software appeared to be working as designed. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.